Event description:
It was reported the device is used to infuse albumin with an infusion set. On several nights the pump hasn't infused the amount of albumin as it was programmed to and the pump didn't alarm either. In the morning the infusion bag has been quite full and that raised the suspicions in the first hand. As a result the small patient didn't get the amount of albumin, that he was supposed to have. The customer was compensated with a full box of infusion sets (21732224). (In addition to pump, only 1 used administration set and a new one from same lot are available for evaluation and it is unknown which of the 3 events the sets are associated with). No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 09-jun-2022 and attached by ICU medical in complaint: the pump and the administration sets available are on their way to you. The customer is not able to pinpoint the exact dates of the events, but they were around the same time in end of january ? Beginning of february (original notification indicated 17-mar-2022 as the event date). I don't yet have the patient information ? Do you still need that? I know that it's a small child.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. One sample was received in used conditions without its original packaging and the second sample was received in unused conditions with its original packaging. During visual inspection, the sample was visually inspected at a distance under normal conditions of illumination according to the procedure. No damage was found on the components. The used sample received present remains of medication in the fluid pathway. During functional testing, only one sample could be tested due used sample received present remains of medication in the fluid pathway. The sample was set for accuracy testing using a pump and a balance mettler toledo to look for unusual function according to the procedure. Sample passed the test. During pump tube height testing, the sample was tested to measure the height of the pump tube arch and determine if is under or out of specification following the procedure. The samples failed the arch height tube measure. Root cause cannot be determined since the complaint was not confirmed. No actions are required.